Manufacturer narrative:
Evaluation summary: upon analysis, the field report of noise problem was confirmed. Visual inspection found external abrasion breaching the outer insulation proximal to the suture sleeve tie marks which is due to friction to device can. The exposure of outer coil in this location likely caused the complaint of noise problem reported in the field. Other damages observed are consistent with those occurring at the time of explant. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Noise was seen on both leads of a very active patient. Lead revision was performed, and the leads were explanted and replaced.